Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump had a power loss alarms and buttons were unresponsive. The customer¿s blood glucose level was unknown. The customer stated that they had inserted a batteries and they had blank display. It was reported that the customer had received multiple power loss alarms when batteries are out of the pump less than 10 minutes. It was reported that they moved buttons but not working. The insulin pump will not be returned for analysis.